Event description:
The surgeon stated that after the cc4204a single piece collamer plate lens was inserted in the eye, he noted a scratch on the lens. The lens was removed without enlarging the incision and another same model lens was implanted. A suture closed the wound.

Manufacturer narrative:
(B)(4): evaluation method - lens work order search.results:a lens work order search was performed and there were no similar complaitns found wihin the work order. (B)(4)

Manufacturer narrative:
(B)(4). Visual inspection of the returned lens showed the lens was returned in liquid and the optic and a haptic was scratched . A piece of a haptic was missing.based oin the compplaint history, work order search and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4)